Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller tested >8.0 inr, >8.0 inr and 7.9 inr on the coaguchek xs system while a comparison lab returned as 5.9 inr. Caller does not remember if she used the same blood drop, if she stuck finger again or if she used separate fingers. No treatment required. No adverse event reported. Requested return of suspect system and replacement was sent.